Manufacturer narrative:
The device was received fully deployed with the expected number of pulses delivered during priming. The needle mechanism was manually reset and redeployed as intended. The device delivered over 200 pulses, as well as multiple immediate boluses. No damages or defects were observed that would contribute to the reported needle mechanism failure or unsure proper insertion of the cannula. The exact cause of the reported unsure proper insertion of the cannula could not be determined.

Event description:
It was reported while wearing a pod between 4 and 24 hours the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reported being unsure if the cannula was properly seated in the infusion site. The patients reported blood glucose level reached 375 mg/dl. Treatment for reported issue was not specified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s931usqu5byi3. Hardware: sm-s931u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.